Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger monitor, the screen would flash in and out. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope ranger video monitor was returned to verathon for evaluation. A technical service representative connected a test video baton to the returned video monitor and verified the charging light was flashing and no image was present on the display. The technical service representative isolated the issue to the battery. The technical service representative replaced the battery, including associated parts, and repeated the video monitor testing. The video monitor powered on as expected and the image passed color rendering and white line distinction specifications. The video monitor was certified and returned to the customer. The date code on the removed battery was 0926b0008 which indicated the battery was manufactured during the 26th week of 2009. Corrective action is not required at this time.